Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had to go to the emergency room to have the cannula removed from her body. Customer stated that she was receiving sensor error alarms and when she removed the sensor half of the sensor was still in the body. The sensor needle was noted to be fractured. Customer stated that the site was swollen and had red bumps. Customer's blood glucose reading at the time of the call was 104 mg/dl. Nothing further was reported.